Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the head failed its e-field test but passed the test with a known good cable and therefore it was noted that the cable was out of specification electrically and the head was being sent on for repair and restock. Product ID r2290 software analyzer. (B)(4).